Event description:
Paramedics arrived on the scene to find pt in ventricular fibrillation. Paramedic applied hands off defibrillator pads, charged defibrillator to 200 joules and attempted to defibrillate unsuccessfully. While trouble shooting monitor, noticed a broken wire at the adapter. A back up monitor obtained and pt continued to be in a non shockable rhythm. Pt pronounced dead at a hospital.